Manufacturer narrative:
Event and implant date: literature article published date (month and year only valid)   risk factor of the phlebitis after cyanoacrylate closure for varicose veins vascular 2017 25 2s pg 61-62. If information is provided in the future, a supplemental report will be issued.

Event description:
This journal article documents a retrospective review of patients with symptomatic great saphenous vein, small saphenous and/or accessory saphenous veins that were treated using the venaseal closure system. During the study period, 190 saphenous veins were treated in 100 patients. Sixty-four patients were female. The mean age of the patient cohort was 56. Glue induced thrombosis occurred in 9 patients. Post treatment phlebitis in the gsv occurred in 5 patients in the below the knee segment.